Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. On (B)(6) 2016: troubleshot system, problems found: frame grabber not ready, detector not ready, error on cp2 34 and 43. Ordered parts cp2 and detector. On (B)(6) 2016: replaced detector and cp2, aligned detector, performed gain calibrations, verified image quality, completed safety inspection. The replaced parts have been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a procedure, the imaging system displayed the message "initializing, please wait" and could not be used. It was reported that the user attempted to acquire 2d images and no images would display on the mobile view station (mvs). The status of the x-ray generator was displayed as a red 'x'. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully after a reported delay of less than one hour. The patient was not impacted.